Manufacturer narrative:
The pump was received with blank display due to corroded electronic and motor assemblies. Analysis was unable to perform unexpected restart error test or verify keypad anomaly due to blank display. The pump was received with scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display, unexpected restart, and unresponsive keypad. The blood glucose at the time of the incident was 265 mg/dl. The customer states the display is blank when got back from the airport. The display returned after inserting a new battery. However the buttons because unresponsive after inserting a new battery. The customer states the time on the display was advancing. There was also an unexpected restart alarm noted. The device will be returned for analysis.